Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to sepsis. The patient had been recently hospitalized for covid-19 pneumonia. The patient was discharged back to her nursing home, then readmitted on (B)(6) 2020 with septic shock. The patient was admitted from (B)(6) 2020 to (B)(6) 2020 and expired on (B)(6) 2020. The patient had a driveline infection. The patient had purulent drainage from the driveline site and positive blood cultures. The patient underwent multiple driveline debridements and multiple courses of intravenous (IV) antibiotics. The death was not considered to be device related. The device operated as expected. The device will not be returned. The patient was originally admitted for covid pneumonia on (B)(6) 2020. The patient was discharged on (B)(6) 2020. The original presenting symptom was hypoxia. The patient was intubated and treated with broad spectrum antibiotics for pneumonia.